Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: malaysia. It was reported that the thread broke during surgery.

Manufacturer narrative:
Samples received: 10 unopened race-packs. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed 1,548 units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 10 closed samples. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.82 kgf in average and 1.67 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. As stated in the precautionary measure in the instructions for use of the product: - optilene® should be used applying the standard surgical suturing and knotting (flat and square ties) techniques, taking into account the surgeon's experience with the surgical procedure. Care should be taken that the knots are positioned properly and adequate knot security is given. Additional throws may be appropriate if required by the surgical circumstances. - when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.